Event description:
Information received by medtronic indicated that the inpen doses does not match. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. Customer reports: tried to pair the inpen without any inpen on the app. Dose does not match" or "inpen not found" message is appearing on app. Per visual inspection: no physical damage to injection foot or inpen was noted. The inpen does not pair with commercial mobile. Inpen received with leadscrew 3/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen was cut open and electronic stack, encoder assembly and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. A battery test was performed and battery measure 0.301 volts in conclusion inpen did not paired due to depleted battery. The customer complaint of inpen not pairing was confirmed.